Event description:
The customer reported via phone call that she could not lower her high blood glucose and that there was an air bubbles anomaly. The customer's blood glucose was 249 mg/dl, and by the time of the call, it was 262 mg/dl. She stated that she felt tired, warm, and slightly irritable. She treated using the insulin pump. She found small air bubbles along the infusion set tubing length. She was removing the reservoir when she noticed that insulin was leaking. She was assisted with the infusion set and stated that she had set up the reservoir incorrectly. She declined to troubleshoot for the high blood glucose once the infusion set was changed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.